Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was on her way to work in the morning and the high glucose alarm went off. She stated the cgm was displaying 182 mg/dl so she dosed herself with 4.5 units of insulin. She indicated that she crashed her car within 15 minutes. The paramedics arrived and checked her blood sugar and it was 17 mg/dl. The patient was taken to the hospital where she was administered glucose via intravenous (IV) therapy and was discharged after 4 hours. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.